Manufacturer narrative:
The reported event was confirmed as manufacturing related. 1 sample was confirmed to exhibit the reported failure. An amber 3-way foley catheter was returned opened without original packaging. Photo samples were also returned. No visual damage was noted on the catheter in the photo sample. The physical sample was evaluated. No visual issues were noted. Using a luer lock syringe the catheter balloon was inflated with 50 ccs of di water. The catheter balloon inflated concentrically without issue. Di water began to drip from the catheter eye. Lumen to lumen leakage is the cause of the deflation issue. The product does not meet specification, as it would not pass functional leak testing. The product was used for treatment purposes. A potential root cause for this failure could be "operator error". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review is not required as the reported event is confirmed as manufacturing related. The actual/suspected device was inspected

Event description:
It was reported that the foley catheter balloon deflated due to which water leaked soon after the placement. Per follow up information received on 09nov2021, there were no missing pieces left inside the patient's body.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter balloon deflated due to which water leaked soon after the placement. Per follow up information received on (B)(6) 2021, there were no missing pieces left inside the patient's body.